Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. In the recorded period between 19-jun-2019 and 18-feb-2020,the rv pacing impedance was recorded at 800 ohms with an abrupt increase onto greater than 3000 ohms in the end of the recorded period. In the provided iegm episodes artifacts were visible in the right ventricular and farfield channel, leading to the reported oversensing, as well as one inappropriate ICD charging. The analysis of the provided radiographs showed the electrode in the implanted state and gained no additional information regarding the root cause. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 142 months after the implantation, ventricular oversensing was reported. This lead was capped and a new lead was implanted.